Manufacturer narrative:
The x-ray handswitch was returned to the manufacturer for analysis. Analysis found that the reported problem was unable to be confirmed. Visual inspection noted the handswitch coiled cable was stretched. The handswitch was installed in a different imaging system and it responded as appropriate when 2d, 3d or store buttons were actuated. Different functions were performed at various distances to provide stretching opportunities, however no errors occurred. The handswitch coiled cable was stretched but no functional problem was observed while under test. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended after replacing the handswitch. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported during a procedure that they received an error stating "collimator calibration error", in addition to connectivity errors when attempting to take a spin. They noted this only happened when the hand-switch cord was stretched too far. When they got closer the errors disappeared.